Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center found a worn socket slider switch causing intermittent use during high intensity mode. It was also noted the front panel mouth is cracked, the olympus lamp life meter is reading at 100+hours, and the light output measured within range. The returned device was tested and inspected customer unit using our test scopes and video processor and the image stabilized normally and no connection communication error was observed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus their evis exera iii xenon light source experience intermittent scope communication error during preparation for us during an unspecified procedure. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the scope contact part became worn due to normal wear and tear, causing the indicated phenomenon to occur. Olympus will continue to monitor field performance for this device.